Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead. The lead was found to have dislodged and pulled back with the distal portion almost completely in the right atrium (ra). The lead double counted with oversensing of ra and rv electrocardiograms. The lead triggered a lead integrity alert (lia) with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. T-wave oversensing was noted in an episode. The rv lead had high thresholds. The lead was programmed off until lead revision. The lead was revised and x-ray revealed that the lead setscrew was retracted. The lead was found to be twisted in the pocket. The lead was removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage during used. The analyst noted that visual inspection found the helix was bent inside of the sleevehead. No further helix function possible. According to the reported, it is likely that the helix bent was occurred at the time of lead revision. If information is provided in the future, a supplemental report will be issued.